Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the last two months her doctor had to change the insulin pump settings every thursday because she was receiving too much insulin. The insulin pump resets itself. The insulin pump alarmed no delivery. Customer's blood glucose level was 722 mg/dl. Her blood glucose level dropped to 24 mg/dl as well. The device was not returned.